Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool jaws after reinserting the harvesting tool through the tool adapter port of the harvesting cannula pre procedure on the sterile field. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130811, 25130911, 25130939 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool jaws after reinserting the harvesting tool through the tool adapter port of the harvesting cannula pre procedure on the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic strip found on the harvesting tool jaws after reinserting the harvesting tool through the tool adapter port of the harvesting cannula pre procedure on the sterile field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.